Event description:
Caller reported a malfunction on the pump, displaying malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the caller understood.